Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with episodes of lead noise on the right ventricular (rv) lead. The noise was reproducible with isometrics and was inhibiting pacing. The physician opted to cap and replace the rv lead on (B)(6) 2021. The patient was stable before, during, and after the procedure.